Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter burst when the physician tried to flush it. The device was not used in/on the patient. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One 2.7fr s/l cv catheter was returned for evaluation. Visual and microscopic inspection noted a 'c'-shaped split to the catheter. Therefore, the investigation is confirmed for the alleged burst. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter burst when the physician tried to flush it. The device was not used in/on the patient. There was no reported patient injury.